Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that no leads have moved. They stated that they met with a manufacturing representative (rep) to "fine tune" the device. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they wanted to meet with a manufacturer representative (rep) for reprogramming. The patient felt their lead has been moving around. Patient said they have multiple groups that they have to use for pain relief, depending on their activity. Technical services (ts) reviewed adaptivestim feature, that patient should inquire with the manufacturer representative (rep) when they meet with them. Patient said they used to recharger every 4-5 days, but it's down to 3-4 days, implying therapy wasn't adequate. Ts tried to clarify but patient just went on a tangent and never really answered the question, this was the same when ts asked when they thought therapy changed.